Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination on the keypad contacts. This report is made based on results of investigation completed on 06/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: there was no visible damage to the keypad. The up button was completely unresponsive and the down button was intermittently unresponsive. Contamination was found underneath all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).